Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-10. H6: investigation summary: two sealed 31g x 8mm pen needle samples were returned from lot. No. 0231153, cat. No.320524. Visual examination and a functionality test was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to connect to the pen. Additionally, it was reported that the pen needle pulled out of the hub. The following information was provided by the initial reporter: "customer claimed connection problems with his pen. He needs a lot more force for the connection as with other lot numbers or when using microfine + version. 2 needles where lost while connection. They fell of the hub...."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to connect to the pen. Additionally, it was reported that the pen needle pulled out of the hub. The following information was provided by the initial reporter: "customer claimed connection problems with his pen. He needs a lot more force for the connection as with other lot numbers or when using microfine + version. 2 needles where lost while connection. They fell of the hub...."